Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive buttons due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that the insulin pump was stopped working and got blank screen and keypad was unresponsive. The customer¿s blood glucose level was 64 mg/dl at the time of the incident. Customer reported that the insulin pump had there was fluid in the battery compartment and insulin pump was exposed to water. The insulin pump will not be returned for analysis.